Event description:
It was reported that a patient receiving v.a.c. Therapy on a groin wound developed bleeding after a debridement of the wound.

Manufacturer narrative:
Additional information was obtained from the healthcare provider (et nurse) who indicates that the patient had a memodialysis graft repair in the groin. She further indicates that following this repair v.a.c. Therapy was initiated. The healthcare provider also indicates that the wound had to be debrided. She indicates that the patient had hemodialysis and the dressing was changed ( the patient anticoagulated for hemodialysis). The healthcare provider further indicates that during the dressing change persistent, increasing bleeding was discovered. She also indicates that the graft was exposed. The healthcare provider indicates that the patient was taken to surgery or repair of the graft, has since healed and been discharged from the hospital. V.a.c. Labeling states: "when placing the v.a.c. Dressing in close proximity to blood vessels or organs, take care to ensure that all vessels are adequately protected with overlying fascia, tissue or other protective barriers. Greater care should be taken with respect to weakened, irradiated or sutured blood vessels or organs". There was no indication or report of a device malfunction. The device was found to be operating properly and within specifications when tested upon return to the kci service center.